Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the digestive tract during an unknown procedure performed on an unknown date. During the procedure, the clip would not release after deployment. The clip was pulled from the tissue without injury. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated to july 1, 2024 based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a15 captures the reportable event of clip would not release after deployment.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) has been updated based on the additional information received on august 21, 2024. Additional information: block b3 (date of event) has been updated based on the additional information received on august 29, 2024. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a15 captures the reportable event of clip would not release after deployment. Block h11: correction: block g2 (report source).

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the digestive tract during an unknown procedure performed on an unknown date. During the procedure, the clip would not release after deployment. The clip was pulled from the tissue without injury. There were no patient complications reported as a result of this event. Additional information received on august 21, 2024 and august 29, 2024 it was confirmed that the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The procedure was completed with another resolution 360 ultra clip device. It was clarified that the procedure was performed on (B)(6) 2023.